Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion in the lcx. As it was attempted to deliver the orsiro through the lesion it got stuck and was therefore removed from the patient. A guideplus was added and after pre-dilatation the orsiro was delivered again, but still could not cross. Thus it was removed and a stent deformation was noticed.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that, according to the IFU, predilatation of the lesion is mandatory. The IFU further warns against reinsertion if the stent system was removed prior to expansion.